Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and the issue resolved. The recipient's device will not be explanted at this time. The recipient continues to use the device. This is the final report.

Event description:
The recipient reportedly experienced decreased performance despite device testing results within normal limits.